Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that insulin was squirting out during priming and numbers were not appearing on display screen. Customer was not able to exit the "preparing to prime" loop. Customer's blood glucose was 183 mg/dl. During troubleshooting, customer was not able to hear second series of beeps and numbers did not appear on display screen. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to confirm prime/fill anomaly due to prime alarm. The insulin pump received with broken belt clip slot, cracked case near display window corners, cracked reservoir tube lip, and stained end cap sticker noted.